Manufacturer narrative:
The field service engineer could not find a cause and suspected an issue with the sample integrity. He performed baseline checks and adjusted the rinse volumes. Operational and mechanical checks passed and precision testing met customer expectations. The investigation determined the service actions resolved the issue.

Event description:
There was an allegation of questionable magnesium (mg2) results from the cobas c 303 analytical unit. The samples were repeated on (B)(6) 2024. Sample 1 initial result was 3.68 mg/dl and the repeat result was 2.06 mg/dl. Sample 2 initial result was 3.93 mg/dl and the repeat result was 2.11 mg/dl. The repeat results were believed correct.

Manufacturer narrative:
The reagent lot number was 73167701 with an expiration date of 31-mar-2025. The investigation is ongoing.